Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to replace the abutment. During the procedure, the patient underwent skin revision surgery to debride the granulation tissue.

Manufacturer narrative:
This report is submitted on july 05, 2024.